Event description:
The rep reported a couple of electrodes were not working, not half. Patient was seen by rep around the holidays. The rep reported a couple of electrodes were "off" but it is unknown if there were high or low impedances. The rep successfully programmed around them. The cause was not determined and the rep did not share an opinion on the cause with the patient. The patient later notified the rep their pain was under control, indicating the issue was resolved. On (B)(6) 2025 patient called and asked for MRI compatibility for head and neck. Agent reviewed MRI compatibility and redirected patient to their hcp. Patient repeated previously documented information that they had 2 mris that affected their leads and the leads are working at half capacity now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced multiple issues. The patient was informed that magnetic resonance imaging (MRI) could not be performed with their implant, despite having undergone previous mris since the implant's placement. The patient reported trouble with their hand, prompting their primary care doctor to suspect a potential connection to their neck. Additionally, the patient experienced an increase in migraines and noted they met with a rep who identified that half of the electrodes and lead wires were not functioning. During troubleshooting, the patient entered MRI mode and observed a warning symbol along with an MRI info code: 05901010000. Patient reported only getting stimulation to one side of the neck, but the rep found a work around to resolve the issue. The patient was advised to follow up with their healthcare provider to evaluate the implantable system and involve their representative in the process.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-nov-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 20-nov-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.